Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("migration of implant\migration of essure/coils migrated to uterus/ perforation (uterus)"), gastrointestinal injury ("perforation of organs\perforation: intestine/coils migrated into intestines"), salpingitis ("florid acute and chronic right salpingitis with inflammation extending into paratubal soft") and postoperative wound infection ("invasive surgery difficult recovery infected incision") in a 28-year-old female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit disorder in 2008 and grand multiparity. Previously administered products included for an unreported indication: yaz in 2005. Concurrent conditions included obesity, metrorrhagia, mood swings, irritability, menses irregular, anemia, adenomyosis, endometrium cystic, stomach ache, umbilical hernia, abdominal operation, discomfort, periumbilical pain, ruq pain and tenderness. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2008, ascorbic acid since 2007, codeine phosphate;paracetamol (tylenol with codeine no.3), diphenhydramine citrate;ibuprofen (motrin pm), ferrous sulfate since 2007, fluoxetine hydrochloride (prozac) since 2010, fluoxetine since 2010, hydrocodone in 2017, ibuprofen, iron since 2016, methylphenidate hydrochloride (ritalin) since 2008, methylphenidate since 2008, naproxen, venlafaxine hydrochloride (effexor) from 2008 to 2010 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2008, the patient had essure inserted. In june 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping) contraction type cramping"). In may 2016, the patient experienced skin discolouration ("rashes or skin conditions type: skin spots on leg"), allergy to metals ("nickel allergy") and dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes"). In 2016, the patient experienced abdominal distension ("bloating") and swelling ("swelling") and was found to have weight increased ("weight gain"). In september 2016, the patient experienced pelvic pain ("pain/chronic debilitating pain"), fatigue ("fatigue"), nausea ("gastrointestinal or digestive system condition type: nausea, vomiting, diarrhea"), vomiting ("gastrointestinal or digestive system condition type: nausea, vomiting, diarrhea"), migraine ("migraines") and headache ("headaches\severe headache"). In may 2017, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("other surgery or complucations please describe-major surgery caused scarring and intestinal problems."), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), emotional distress ("emotional distress"), abdominal pain lower ("lower abdomen pain"), back pain ("lower nback pain"), pain in extremity ("legs pain"), arthralgia ("joints pain"), diarrhoea ("gastrointestinal or digestive system condition type: nausea, vomiting, diarrhea"), stress ("psychological or psychiatric condition: stress, anxiety,depression"), anxiety ("psychological or psychiatric condition: stress, anxiety, depression"), depression ("psychological or psychiatric condition: stress, anxiety, depression") and scar ("other surgery or complucations please describe-major surgery caused scarring and intestinal problems."). The patient was treated with alprazolam (xanax), tramadol and surgery (bowel repair and supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, gastrointestinal injury, salpingitis, postoperative wound infection, emotional distress, dysmenorrhoea, skin discolouration, weight increased, allergy to metals, dermatitis allergic, migraine, stress, anxiety, depression, swelling, scar and gastrointestinal disorder outcome was unknown, the pelvic pain, abdominal pain lower, back pain, pain in extremity, arthralgia, abdominal distension, fatigue, nausea and headache was resolving and the vaginal haemorrhage, menorrhagia, vomiting and diarrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, emotional distress, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrointestinal injury, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, postoperative wound infection, salpingitis, scar, skin discolouration, stress, swelling, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Both ostia were seen. Essure coils placed without problem, 2-3 coils, 0-1 seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on 17-dec-2008: the coils had worked. Second one shows perforation of the fallopian tubes. Successful tubal occlusion , demonstrated. Ultrasound pelvis - on 05-may-2017: impression: the left coil appears to start at the proximal left cornu the course through the myometrium from the left to right in the fundus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal bleeding, dysmenorrhea, menorrhagia, bloating, abdominal pain lower, back pain, fatigue, anxiety, depression and nausea." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("migration of implant\migration of essure/coils migrated to uterus/ perforation (uterus)"), intestinal perforation ("perforation of organs\perforation: intestine/coils migrated into intestines"), salpingitis ("florid acute and chronic right salpingitis with inflammation extending into paratubal soft") and postoperative wound infection ("invasive surgery difficult recovery infected incision") in a 28-year-old female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit disorder in 2008 and grand multiparity. Previously administered products included for an unreported indication: yaz in 2005. Concurrent conditions included obesity, metrorrhagia, mood swings, irritability, menses irregular, anemia, adenomyosis, endometrium cystic, stomach ache, umbilical hernia, abdominal operation, discomfort, periumbilical pain, ruq pain and tenderness. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2008, ascorbic acid since 2007, codeine phosphate;paracetamol (tylenol with codeine no.3), diphenhydramine citrate;ibuprofen (motrin pm), ferrous sulfate since 2007, fluoxetine hydrochloride (prozac) since 2010, fluoxetine since 2010, hydrocodone in 2017, ibuprofen, iron since 2016, methylphenidate hydrochloride (ritalin) since 2008, methylphenidate since 2008, naproxen, venlafaxine hydrochloride (effexor) from 2008 to 2010 and vitamin d nos (vitamin d) since 2016. On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping) contraction type cramping"). In (B)(6) 2016, the patient experienced skin discolouration ("rashes or skin conditions type: skin spots on leg"), allergy to metals ("nickel allergy") and rash ("allergic or hypersensitivity reaction type: skin rashes"). In 2016, the patient experienced abdominal distension ("bloating") and swelling ("swelling") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain ("pain/chronic debilitating pain"), fatigue ("fatigue"), nausea ("gastrointestinal or digestive system condition type: nausea, vomiting, diarrhea"), vomiting ("gastrointestinal or digestive system condition type: nausea, vomiting, diarrhea"), migraine ("migraines") and headache ("headaches\severe headache"). In (B)(6) 2017, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("other surgery or complucations please describe-major surgery caused scarring and intestinal problems."), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), emotional distress ("emotional distress"), abdominal pain lower ("lower abdomen pain"), back pain ("lower nback pain"), pain in extremity ("legs pain"), arthralgia ("joints pain"), diarrhoea ("gastrointestinal or digestive system condition type: nausea, vomiting, diarrhea"), stress ("psychological or psychiatric condition: stress, anxiety,depression"), anxiety ("psychological or psychiatric condition: stress, anxiety, depression"), depression ("psychological or psychiatric condition: stress, anxiety, depression") and scar ("other surgery or complucations please describe-major surgery caused scarring and intestinal problems."). The patient was treated with alprazolam (xanax), tramadol and surgery (bowel repair and supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, uterine perforation, intestinal perforation, salpingitis, postoperative wound infection, emotional distress, dysmenorrhoea, skin discolouration, weight increased, allergy to metals, rash, migraine, stress, anxiety, depression, swelling, scar and gastrointestinal disorder outcome was unknown, the pelvic pain, abdominal pain lower, back pain, pain in extremity, arthralgia, abdominal distension, fatigue, nausea and headache was resolving and the vaginal haemorrhage, menorrhagia, vomiting and diarrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, diarrhoea, dysmenorrhoea, emotional distress, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, intestinal perforation, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, postoperative wound infection, rash, salpingitis, scar, skin discolouration, stress, swelling, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Both ostia were seen. Essure coils placed without problem, 2-3 coils, 0-1 seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6)2008: the coils had worked. Second one shows perforation of the fallopian tubes. Successful tubal occlusion , demonstrated. Ultrasound pelvis - on (B)(6)2017: impression: the left coil appears to start at the proximal left cornu the course through the myometrium from the left to right in the fundus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal bleeding, dysmenorrhea, menorrhagia, bloating, abdominal pain lower, back pain, fatigue, anxiety, depression and nausea. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and medical record received. New events were added from pfs -abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), skin rashes, dysmenorrhea (cramping), fatigue, nausea, vomiting, diarrhea, migraines, headaches, nickel allergy, perforation (fallopian tubes), stress anxiety depression, skin spots on leg, weight gain, perforation intestines, abdominal pain lower, back pain lower, joint pain, legs pain, bloating,other surgery or complications please describe-major surgery caused scarring and intestinal problems,complication : invasive surgery difficult recovery infected incision. Event verbatim was updated to migration of implant\migration of essure/coils migrated to uterus/ perforation (uterus) and pt for this event was updated to uterine perforation and florid acute and chronic right salpingitis with inflammation extending into paratubal soft tissue were added from mr. Event verbatim was updated to perforation of organs\perforation: intestine/coils migrated into intestines and pt for event was updated to intestinal perforation. Bowel repair was done for intestinal perforation. Event outcome of pain/chronic debilitating pain was updated to recovering / resolving. Concomitant conditions were added. Medical history was added. Concomitant drugs were added. Treatment drugs were added. Lab tests were added. Reporters were added. Reporter's demographics were added. Lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and emotional distress ("emotional distress"). The patient was treated with surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation and emotional distress outcome was unknown. The reporter considered device dislocation, emotional distress and perforation to be related to essure. The reporter commented: the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.